Manufacturer narrative:
Technical services suggested having a local representative or pacer nurse interrogate the device. They should check for stored electrograms and the functionality of the device. No additional information available. This event will be reopened should additional information become available. Three and a half years later the device was explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.

Event description:
Boston scientific (bsc) cardiac rhythm management received information that the patient with this pacemaker was in the hospital with a syncopal episode. The patient is not pacer dependant and has the device for bradycardia. The device battery status is ern.